Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion set. The patient experienced elevated blood glucose levels. Upon changing the infusion set, the patient discovered that the cannula was bent and believes this is what led to the high blood glucose. The patient went to the hospital based on high results. The blood glucose results obtained at the hospital were not provided. The hospital treated the patient with insulin injections until her blood glucose stabilized. The patient was hospitalized for one day. The infusion set was requested to be returned for product evaluation.